Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8100 sn (B)(4) having a check IV set error. Failure device type: alaris system instrument. Failure problem type: 8100. Case resolution: I assisted biomed on 8100 sn (B)(4) having a check IV set error, resolution, I showed biomed how to run the analog sensor test to be able to read the correct voltage readings and be able to tell if pressure sensor is faulty or not. Biomed able to detect the faulty pressure sensor. Issue was resolved. (B)(4).